Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving less medication than intended. On an unspecified date and time, channel 3 of the device was programmed to deliver tpn at a rate of 7ml/hr. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the nurse changed the solution container and programmed the device for a 24 hour duration; however, the volume to be infused was not reprogrammed. This resulted in a calculated rate of 0.2ml/hr instead of the intended rate of 7ml/hr, and the delivery was resumed. After an unspecified length of time, the error was noted, and the pt was treated with two unspecified doses of glucose to "bring the sugar up". There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The customer contact indicated the event was the result of an operator error in programming the device.